Manufacturer narrative:
(B)(4).

Event description:
Research coordinator contacted dexcom on behalf of the patient on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. The complaint device was returned for evaluation. The device was externally visually inspected and no defects were found. Functional testing was attempted but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to the condition of the device and moisture damage, the reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Research coordinator contacted dexcom on behalf of the patient on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.